Event description:
It was reported the catheter was placed on (B)(6) 2014 at 9:45 am into the pt's subclavian in the emergency department. The luer hub from one of the extension lines came off. As a result, the open extension line was covered with surgical tape and the other two lumens are being used. The catheter is currently still in the pt and is being used. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).